Event description:
Caller reported potential false negative urine hcg test results. Info was provided for one pt. A (B)(6) female tested on urine hcg cassette had a negative result. A quantitative serum test was performed in a lab with a result of 46miu/ml. The pt's last menstrual period was (B)(6)2010. The only health condition provided was pt had frequent utis. Pt was taking prenatal vitamins - no other medications mentioned.

Manufacturer narrative:
Control: 25miu/ml hcg urine control lot: hcg100113-01; 100miu/ml hcg urine control lot: hcg090521-01; 237.6iu/ml hcg urine control lot: hcg100420-01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 237.6 iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer returned product to biosite for testing on 5/10/2010. No corrective action required at this time as no product deficiency was established.